Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection, functional testing, electrical testing, and simulated use testing were performed with no issues noted. Calibrations on the device were found to be within product specifications. A review of the event history log identified the occurrence of a check patient line alarm. Upon conclusion of the investigation, the device was found to meet product specifications related to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a homechoice device that experienced an unspecified failure (no details provided). It was unknown if there was patient involvement, but no patient injury or medical intervention was indicated at the time of the report. Additional information was requested but was unavailable.